Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 550 mg/dl. The customer was assisted with checking his basal rates and his daily totals. The customer stated that he was struggling to read the information and the screen kept timing out. The customer was advised to do a set change. However, the customer changed his set about 2-3 hours prior to removing a straight catheter. The customer will monitor the pump and call back.